Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they cannot read the display of the insulin pump. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. The customer stated that the lcd screen of the insulin pump had scratches. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd window. (B)(4).